Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A device history record review for the reported lot was conducted. No anomaly was found during the device history record review. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that nine additional complaints were associated with the reported knife lot. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A health authority representative reported that knives would not cut in multiple procedures. Alternate knives had to be obtained in order to continue the surgeries. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).